Manufacturer narrative:
Reporter institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that there was a 'hang' and the central station could not be registered. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.